Event description:
The optec 1oo0 is used by the dept of motor vehicles to test the vision of driver license applicants. Due to its inaccuracy, the dmv imposed restrictions on their driver license (consumer was not allowed to drive on the freeway), and consumer had a difficult time to have the restriction removed. Consumer understands that other applicants had the same problems.